Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator lg oval thin wire flex snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the device failed to deliver energy and the snare loop became stuck in the mucosa. Reportedly, the snare loop had to be cut to remove the device and it was unknown what device was used to remove the snare loop. Reportedly, there were no visible issues noted with the cautery pin and the snare was securely attached to the active cord. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.